Event description:
--

Event description:
Boston scientific received information that this pacemaker with this right atrial (ra) lead exhibited high pacing threshold measurement due to a lead insulation damaged. Furthermore, the right ventricular (rv) lead exhibited low, out-of-range (oor), pacing lead impedance measurement of less than 200 ohms. Subsequently, this device was explanted while the ra and rv leads were surgically abandoned. No additional adverse patient effects were reported. The system was out of service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product has been returned and analysis is ongoing and report will be updated once analysis is complete.